Manufacturer narrative:
This supplement serves as additional information as part of our retrospective 2024 complaint remediation. Upon reassessment, the reported constant air in line failure mode has been determined to be non-reportable. The occurrence of constant air in line alarm represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/13/2024, znyo medical received a report from a customer reporting faulty air in line occlusion that occurred failed 32 psi pressure test. No patient harm/injury reported.